Manufacturer narrative:
H3: other - device was still implanted, therefore, it couldn't be returned for evaluation. H6: a review of the manufacturing records indicated the lots met all pre-release specifications. The case description could not be confirmed, as the provided image was insufficient for evaluation. The reported failure modes reflect the case description but could not be confirmed. The identity of the device was provided; therefore, the device history record was examined. The evaluation found no anomalies attributable to the manufacture of the device. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2022, the patient was implanted with gore® acuseal vascular graft (avg) in the forearm for dialysis. The hemodialysis access was utilized to perform dialysis puncture three times a week after surgery. On (B)(6) 2023, it was found graft stenosis and graft delamination on puncture site. The physician performed balloon dilation was on the layered area of avg. The patient tolerated the procedure and in good condition.